Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty video connector was a circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the video connector socket was faulty. The locking lever was found loose and could not properly secure the scope. The board will have to be replaced altogether. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting an olympus evis exera iii video system center test device, it was discovered that the unit had a faulty video connector socket. This event had no patient involvement.